Event description:
It was reported that the patient experienced weakness and discomfort in their legs after implant. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.

Manufacturer narrative:
Date f event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142797. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.